Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance with the heavily calcified, mildly tortuous and 92% stenosed anatomy resulted in the reported difficult to advance. Further interaction with the heavily calcified, mildly tortuous and 92% stenosed anatomy resulted in preventing the shaft lumens from moving freely; thus, resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction/manipulation of the compromised device resulted in the noted separated retractable shaft contributing to the reported mechanical jam and the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction medical device problem code 1601 was removed.

Event description:
Subsequent to the initially filed report it was reported that the absolute pro sess failed to deploy the stent. The stent did not partially deploy or elongate into the delivery catheter. The entire system was simply removed from the anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the superficial femoral artery with heavy calcification, mild tortuosity and 92% stenosis. The lesion was accessed and balloon angioplasty was performed. The 8x120 mm absolute pro self expanding stent system (sess) was advanced to the lesion with difficulty. During deployment the stent partially deployed and elongated in the delivery catheter. The thumbwheel was rotated and the stent got free. The entire delivery system including the stent was removed and a new absolute pro sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.